Event description:
During a pta treatment procedure in the superficial femoral artery, balloon removal difficulties were encountered. The ultra thin balloon became stuck in a sheath. The physician removed the balloon and sheath together as a unit and completed the procedure with another balloon and sheath. The pt status is reported "okay".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.